Event description:
A report was received on 01 mar 2025 from a nurse at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025 and fluid splashed into the nurse's eyes. Additional information was received on 03 mar 2025 from the nurse who stated she experienced dry eyes and burning in her eyes. Per the nurse, there was no medical intervention required.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.

Manufacturer narrative:
Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.